Manufacturer narrative:
The catheter will not be returned for evaluation as it is remaining in the patient. The amount of onyx (liquid embolic) reflux was reported to be 2cm (per IFU warning, "do not allow more than 1 cm of onyx to reflux back over catheter tip.") When the amount of reflux is greater than 1 cm, this can lead to catheter tip entrapment and during withdrawal, catheter separations can result. (B)(4).

Event description:
Treatment of an avm. It was reported the catheter was used to deliver onyx and could not be removed during procedure. The catheter remained in the patient and the amount of onyx reflux was reported approximately 2cm. No patient injury reported. Same event as MDR# 2029214-2011-00220.